Event description:
It was reported by the customer via medwatch "power port needle broke at distal end of lock. No harm done. Rn de-accessed port and re-accessed with new needle."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf163 showed no other similar product complaint(s) from this lot number.